Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: event date ¿no information. Procedure name¿no information. Was the device used for the first time?...no information. When was the issue noted? ¿no information, . Was some anomaly found with the device during use? ¿suction was not done properly. Further details have not been provided. What was the user¿s opinion why the reservoir failed to suction? ¿no information. Was case completed with another reservoir? If not, how? ¿no information.

Event description:
It was reported that the patient underwent an unknown procedure on unknown date and the reservoir was connected to a drain. During the procedure, suction was not done properly with a reservoir. There were no adverse consequences reported.